Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/1.5/075 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#:(B)(4).

Manufacturer narrative:
Corrected data: g4 - (B)(6) 2019 should be corrected to (B)(6).2019. B4 - (B)(6).2019 should be corrected to (B)(6).2019. B5 - the lens was removal and replacement occurred during the same surgery. H6 - device code 1494: off-label use (under 21yrs of age at date of implant) claim#: (B)(4).